Event description:
On 23rd january 2023, it was reported by a sales rep via email that an ar-12990, (knee scorpion) - (batch#77122) had the top jaw come off the hinge. The sales rep was not present for the case and there was patient involvement with no indication of any harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. Visual evaluation of the photograph of an alleged ar-12990 knee scorpion attached to the complaint. It is concluded that the instrument jaw was broken off. After further review of the instrument's picture, it was noted that the product identification information is not clear, legible, and easy to read. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device. Per dfu-0255-eor2_fmt_en. Cautions. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument. Do not overstress the device or use device to pry tissue.